Event description:
Limited information provided by the customer. Customer reported IV tubing came apart inside the drip chamber. There was no patient harm and no medical intervention. Customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). Unable to determine the root cause of tubing coming apart inside the drip chamber. The set has been discarded and will not be returned for investigation.